Manufacturer narrative:
The events of capsular contracture baker grade unknown, inflammation and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, inflammation and seroma-late.

Event description:
Patient reported "big inflammation" of breast as well seroma late and capsular contracture. The device has been explanted. This record relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., d.1, d.2, d.4, d.6, d.7, g.3, g.5, h.4, h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported "big inflammation" of breast as well seroma late and capsular contracture. The device has been explanted. This record relates to the right side.